Event description:
Patient was revised to address hip pain and acetabular loosening. Update: (B)(6) 2011 - litigation papers received. Litigation papers allege, the patient was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and was advised that his chromium levels were out of range. The complaint was reopened to add a femoral head. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.